Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and an off no power alert. The customer indicated that a low battery alert was not received before the off no power alert. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer was able to rewind the pump and prime successfully. The pump did not alarm again and also passed the displacement test. Customer was advised to monitor the pump and call back if issues arise again.